Event description:
A medtronic representative reported that the surgeon felt navigation was 1-2mm inaccurate in depth during a functional endoscopic sinus surgery (fess). When the doctor was touching the tip of the nose with the probe it appeared on the navigation display that the probe was anterior to the tip of the nose, but when he applied additional pressure with the probe on the patient's tissue/tip of nose, the navigation display appeared accurate. The surgeon proceeded with the case and the use of navigation with no negative impact to patient outcome reported.

Manufacturer narrative:
A medtronic representative visited the site and tested the system. The system passed all performance and accuracy testing. It is suspected that the surgeon was pressing down too hard on the patient's skin during registration which caused the slight inaccuracy. Surgeon has been educated on proper registration technique. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
The patient weight is unknown. No parts or files have been received by the manufacturer for evaluation.